Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0114735. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that syringe 1.0ml 31ga 8mm ufii 10bag 500cs plunger rod was difficult to move. The following information was provided by the initial reporter: material no. 328418 batch no. 0114735. It was reported that plunger rod is difficult to move.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 8mm ufii 10bag 500cs plunger rod was difficult to move. The following information was provided by the initial reporter: material no. 328418 batch no. 0114735 it was reported that plunger rod is difficult to move.